Manufacturer narrative:
Olympus follow-up with the reporter to obtain additional information, and was informed that the probe broke off at the very end of the procedure. The broken fragment was said to have been 12mm in length with no sharp edge. The users reportedly received an unspecified ultrasonic output error prior to the probe breaking off and were able to clear it and proceed with the procedure. However, the tip of the probe broke off as the users went to take another bite. The intended procedure was said to have been completed using the monopolar mode with no new probe required as the incident occurred at the very end of the procedure. The intended procedure was said to have been delayed for approximately 30 minutes. According to the reporter, the patient did not require hospitalization and the users elected not to perform an x-ray on the patient to locate the broken probe piece and was unsure whether the suction pump was inspected for device fragment or not. The device referenced in this report was not returned for evaluation. The exact cause of the reported for evaluation. The exact cause of the reported phenomenon could not be conclusively determined.

Event description:
Olympus was informed that during a laparoscopic supercervical hysterectomy (lsh) procedure, the subject device was said to have broken off inside the patient. The users reportedly were unable to locate the tip and a decision was made to leave the fragment inside the patient.